Manufacturer narrative:
On 15-feb-2026, mentor completed its investigation on the suspect medical device. Device evaluation summary: according to the information received, the surgeon noticed ¿something unusual¿ in the sterile packaging and did not feel comfortable opening the packaging and using the device. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that a white/yellowish film/particle on the outer layer of the inner thermoform, measuring approximately 5 mm (0.5 cm). Also, the device was received inside of the sealed thermoform. Additional investigation was performed to identify the chemical composition of the foreign matter. The ftir analysis of the foreign yellow particle found in the device revealed features related to polypropylene material. However, the exact source of contamination remains unknown. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation the condition reported within the complaint is confirmed to be a manufacturing defect, that will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. It will generally be noticed by the customer and affect perception of quality but would not be expected to result in customer annoyance or lead to a customer complaint and should have been identified and rejected upon inspection. In response to this product complaint, an awareness training was administered to reinforce existing controls. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-sep-2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a surgeon pulled a mentor memorygel boost breast implant 775cc gel breast prosthesis from consignment and noticed ¿something unusual¿ in the sterile packaging. The surgeon did not feel comfortable opening the packaging and using the device. The device was planned to be used for a cosmetic breast augmentation procedure.